Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the universal surgical manipulator (usm) to resolve it. The system was tested and verified as ready for use. The usm unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, it was not possible to use arm 4. The site power cycled the system and hard power cycled the patient side cart (psc), but the issue remained. The site completed surgery without universal surgical manipulator (usm) 4. The technical support engineer (tse) reviewed the logs and found error 1162 pointing to a magnetic cannula sensor issue on usm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed successfully with three arms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 1162. The unit was tested on an in-house system and passed normal mode. The logged errors 1162 and 31086. The unit was then tested on psc fixture test platform (pftp) and it passed all required tests. During inspection, traces of dried fluid intrusion were found on the spar button and shield cover. A short circuit was found on insertion flat flex cables (cannula and insertion chip encoder virtual absolute) connected to the axes controller spar (acs). No discrepancies were found on the acs. The cannula cam block and cannula sensor were checked and confirmed to be good. The complaint regarding usm4 unusable was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.